Event description:
Pain so bad it felt like I was in last stages of labor. Felt foggy, went into what looks like a seizure. I have a lot of pelvic pressure, unable to have a bm without it feeling like it's coming out of vagina. I have now taken laxative to even have bm without lower part of my body shaking. I'm unable to stand longer than 30 minutes before my legs stiffening and shaking. Ob/gyn has no idea why this is happening.